Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instabiliy. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism. This is a combined initial and final report as the original initial report did not pass FDA gateway system. Initial report was submitted (B)(6) 2021.

Event description:
Implant fracture.